Manufacturer narrative:
Device evaluation: the evaluation of the pump, confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each dl segment in order to evaluate the underlying wires. Visual examination of the driveline revealed breaches to the insulation of the black and orange wires, approximately 1 inch from the pump¿s nipple housing. The black wire redundantly support motor phase 2 and the orange wire redundantly supports motor phase 3. The red wire was also significantly abraded in that area. The observed wire damage appeared to be the result of repetitive flexing. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the speed and power fluctuations that were confirmed through the analysis of the patient's log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the lvad clinician observed speed decelerations on the system controller history interrogation. The system controller's log file was reviewed by the manufacturer¿s technical services and confirmed the speed decelerations, and that the x-ray revealed an area of concern on the portion of the driveline external to the patient. The lvad clinician reported that there was a visible damage to the driveline. The patient was asymptomatic. On (B)(6) 2017, the manufacturer's technical services attempted a percutaneous lead replacement; however, due to the extent of the damage, the replacement could not be performed. The patient underwent a pump exchange on (B)(6) 2017.